Manufacturer narrative:
Continuation of medical device: 4066 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had a power on reset (por) after cardioversion was attempted. The device lost telemetry as well. The device was reprogrammed and remains in use. Follow up indicated that the patient's right ventricular (rv) lead had a short circuit of the coil. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned, analyzed, and the inner insulation of the lead was extrinsically breached due to a cut. There was blood on a defibrillation conductor and it was not obstructed. The setscrew marks on the connector pin were too proximal. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.